Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call of high blood glucose and possible over delivery. The customer's blood glucose reading was 454 mg/dl. The customer treated with a bolus. The customer delivered two unexpected boluses. Customer was unable to adjust bolus value during troubleshoot. The insulin pump will not be returned for analysis.